Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks that were unsuccessful in terminating the patients ventricular fibrillation (vf). Technical services (ts) was consulted and discussed the stored episodes, with high out of range shock impedance measurements noted. Ts recommended further in clinic examination for system placement. This device remains in service. No adverse patient effects were reported.